Event description:
It was reported by service report that the jacks could not be pumped up due to a broken pump pedal. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pump pedal assembly, groove pin.